Event description:
It was reported that using a femoral artery access approach during a procedure of the concentric, 95% stenosed, de novo, distal left anterior descending (lad) artery the guide wire was placed and predilatation with a balloon catheter was completed without issue. A 2.75 x 28 mm xience v stent was deployed in the distal lad and a 2.5 x 28 mm xience v stent was deployed at the mid lad. Post stenting of the 2.75 x 28 mm xience v a distal edge dissection was noted. A 3.0 x 12 mm xience v stent was deployed as treatment without issue. The procedure was completed successfully and the patient was reported as doing fine. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.